Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the shock lead impedance (sli), of the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD), was greater than 200 ohms in the triad configuration. This was reportedly the first out of range sli measured. When the programmed vector was changed to the distal coil to can, the hcp performed isometrics and pocket manipulation, while testing serial shock lead impedances. All impedance were in 70s-80s. The physician was trying to decide if he should perform a defibrillation threshold (dft) test and boston scientific technical services (ts) suggested yes. The physician decided not to perform a dft and to continue to monitor the patient through remote monitoring. No adverse patient effects were reported.